Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced severe headaches. A computerized tomography (CT) scan was performed and an embolism was found. The embolism recovered the day after. The case was completed with cryo. No further patient complications have been reported as a result of this event.